Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Pump's speaker holes required cleaning.

Event description:
It was reported that the pump's alarm volume was too low. Reportedly, the pump's speaker holes required cleaning. Customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Customer continued to use the pump for insulin therapy.